Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with chronic driveline infection and a pump pocket infection; antibiotic resistant. The patient had a fever, large amount of purulent drainage from driveline site and pre-existing driveline infection. It was reported that the patient changed the dressing 3 times a day. Per the doctor, the patient was admitted with acute on chronic driveline infection and suspicion of pump pocket infection with multi-drug resistant pseudomonas. The patient has developed multiple sinus tracts that are draining on the right and left side of his abdomen. Wound culture was positive for pseudomonas in (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. Elevated white blood count and febrile. The patient underwent a pump exchange on (B)(6) 2017 due to the infections.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned device and a specific cause for the patient's infection could not be conclusively determined. The pump was returned with the driveline cut approximately 7 inches from the pump housing and the distal end of the driveline was not returned. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet port. The sealed outflow graft and outflow elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief was returned over the outflow graft, but was not attached to the graft hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of adhered depositions or developed thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Pump pocket and driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.